Event description:
It was reported that after an unknown procedure, cutting and stapling during surgery was ok. After a few hours, secondary haemorrhage. The surgeon tried to overstitch transanal by hand. The surgeon always does a blue test (leakage testing), the surgeon confirmed that the blue test was fine and the anastomosis looked well - well blood supplied and looked pinky. Received the following response on 9/8/2009: contacted the surgeon, but he was not able to give more information.

Manufacturer narrative:
Date sent: 09/11/2009. Information anticipated, but unavailable at this time.